Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient had a lead revision and reposition on (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-may-2025, UDI#: (B)(4), product ID: 977a275, serial/lot #: (B)(4), ubd:05-nov-2025 , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.